Event description:
It was reported that one week after a successful ureteral stent placement, a follow up nephrostogram revealed the proximal pig tail had detached and remained in the patient. Uneventful retrieval of both segments utilizing a snare followed. Another stent was successfully placed without patient complications. This device was returned, evaluated and retained by this manufacturer. The engineering evaluation indicated the stent was returned in two pieces. The stent was fractured 8 centimeters from the proximal end of the stent, at the base of the pig tail. The point of break was very clean, however the edges were slightly rounded. The distal portion of the stent exhibited a longitudinal tear located from the distal suture hole to the point of breakage. No indications of material degradation were found. Follow up indicated the patient's anatomy was tortuous and difficulty was experienced advancing the stent. This device displayed clean edges at the breakage site as well as a longitudinal tear located in an area that could indicate the suture material severing the extrusion. Therefore, the co believes the patient's anatomy and/or user technique may have contributed to this event.